Manufacturer narrative:
Initial.

Event description:
It was reported that a newly applied freestyle libre 3 plus sensor connected to the ilet system displayed prolonged pairing and repeated scan failures despite multiple guided troubleshooting steps; it was determined the user's phone was not compatible with the ilet app, preventing proper sensor pairing. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device problem found with the ilet system and that the issue was consistent with a communication failure, potentially related to user-device compatibility. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user's phone and incompatibility.